Manufacturer narrative:
E1:patient city:(B)(6). Patient country: (B)(6).

Event description:
Reference number (B)(4). Event occurred in egypt. On 22-jun-2024, it was reported that the patient faced tape not sticking for the infusion set. The infusion set was in use for 1 day. No further information available.